Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo implant on (B)(6) 2024. The patient was experiencing continued axial neck pain, numbness, and weakness and it was found that the implant had subsided. The surgeon removed the vivo device and fused the patient on (B)(6) 2025. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefit outweighs the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Pre-removal imaging was provided that showed the implant subsidence. The implant was removed due to implant subsidence which was causing neck pain, numbness, and weakness in the patient. The submission is 1 of 1 devices involved in this event.

Event description:
Patient was implanted with a prodisc c vivo implant on (B)(6) 2024. The patient was experiencing continued axial neck pain, numbness, and weakness and it was found that the implant had subsided. The surgeon removed the vivo device and fused the patient on (B)(6) 2025.